Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas had an unresponsive wake/sleep button, progressing to a state where the user could only unlock the device while on a charging pad; troubleshooting did not resolve the issue, and a replacement ilet and charging pad were arranged. Symptoms included hyperglycemia up to 400 mg/dl for approximately seven hours and headache. Outcomes included missed bolus due to inability to operate the device and continued cgm monitoring with dexcom g7; no medical intervention or ketone testing occurred. Investigation included customer interview, video review, and confirmation of shipping, return, device shutdown, data sync guidance, and start-up requirements for the replacement device. Investigation of this case revealed a device operational failure consistent with a nonresponsive physical control and dependence on external power for unlocking, indicating a hardware malfunction affecting the user interface and power/charging interaction. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the wake button mechanism with contributory power state behavior.